Event description:
During the coronary artery bypass procedure, two seals did not deploy out of the delivery tube into the aorta. The second seal cracked during loading it into the delivery tube. The surgeon used a third seal to complete the procedure. No patient complications were reported.